Manufacturer narrative:
H.6. Method code 4 removed. Method code 1 added. H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. H.6. Conclusion code 1:22: according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU) adverse events that may occur and / or require intervention include, but are not limited to: endoleaks. Additionally it states, a minimum overlap of 3 cm is required between iliac extender endoprostheses.

Manufacturer narrative:
Concomitant medical products: the other device involved in the endoleak is hgb161007a, lot # 16445909, UDI: (B)(4). A review of the manufacturing records for the devices is currently in progress.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of abdominal aortic aneurysm and bilateral internal iliac artery aneurysms using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The right internal iliac artery was coil-embolized, and iliac branch and internal iliac components (ceb231410a/16380134 and hgb161007a/16445909) were successfully deployed in the left iliac arteries. A trunk-ipsilateral leg component was then advanced and deployed in the right side, followed by a contralateral leg component being implanted in the left side to bridge the contralateral gate and the proximal portion of the iliac branch component. Intra-procedure imaging was run, revealing a type iii endoleak from the junction between iliac branch and internal iliac components. Additional ballooning was performed several times to treat the endoleak, but it still remained. The procedure was concluded with a wait-and-watch approach taken to the endoleak. On an unknown date, follow-up imaging revealed left common iliac artery aneurysm enlargement (greater than 5mm) due to type iii endoleak. On (B)(6) 2019, an additional procedure was performed to treat the type iii endoleak and the aneurysm enlargement. The junction between the iliac branch component and the internal iliac component was relined with a gore® viabahn® vbx balloon expandable endoprosthesis. The patient tolerated the procedure. During this procedure, imaging showed a type ii endoleak, but no treatment was performed for the type ii endoleak. The physician decided to monitor it. The junction was only approximately 3mm ¿ 5mm. It was reported it seemed the junction became short due to the ballooning in the initial procedure to treat the type iii endoleak.